Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer was hospitalized on (B)(6) 2015 with high blood glucose and diabetic ketoacidosis. Blood glucose value is unknown. Customer was wearing the insulin pump at the time of hospitalization. Customer was discharged on (B)(6) 2015. The customer was not present at the time of the call. They would call back to troubleshoot the insulin pump.